Manufacturer narrative:
Upon investigation of the actual device, it was determined that the user was unable to use her fingerprint, it did not work. A technical support specialist instructed the customer on how to enroll the user's fingerprint to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was unable to use her fingerprint, it did not work. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.